Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of swelling and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events.

Event description:
Patient reported an unspecified amount of time after injection with "juvederm" in an unspecified location, the patient experienced swelling and pain. Hyaluronidase and bactrim were provided as treatment. It is not known if symptoms resolved.